Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) displayed ua 45 (driveshaft not at "home" position after poweron/restart) error message was confirmed during functional testing and archive data review. The root cause is due to a defective encoder gearbox due to wear and tear. The autopulse platform is a reusable device and was manufactured in 29 february and is 11 years old, well beyond the expected service life of five years. The secondary report of the autopulse platform with an unreadable screen was confirmed during visual inspection and functional testing, the root cause was due to a damaged lcd board, probably as a result of damage sustained by user mishandling indicated by the cracked covers. During visual inspection, severe cracks were observed on the top cover, front and bottom enclosures and battery compartment. The cause for the physical damage appeared to be characteristic of a harsh impact, likely due to mishandling. Evaluation of the platform during initial power up, revealed ua 45 message -. In addition not related to the reported event, ua 02 (compression tracking error) error message occurred during further functional testing due to a damage load cell 1, probably as a result of damage sustained by user mishandling indicated by the cracked covers. During archive data review, multiple ua 45 error messages were observed on the date the event occurred. After replacing the top cover, bottom and front enclosure, lcd panel and encoder gearbox; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) message and the displayed ua message was unknown due to the unreadable lcd screen. No patient involvement. Based on the investigation, the unknown ua message observed by the customer is ua 45 (driveshaft not at "home" position after poweron/restart).